Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the stent was broken when it was protruding from the sheath. The damage was confirmed during the procedure. The entire stent was damaged. There was resistance. The device was prepared as indicated in the package insert. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a fg13160-0615-1s microcatheter.

Event description:
New information was received. The lesion was located in the m1 proximal. Vessel tortuosity was normal. The patient's baseline condition (tici score) is unknown. The patient's post-thrombectomy tici score was 2b. The patient's recovering condition is good. The patient did not have any symptoms related to the event. The top of the sheath was secured in the hub of the microcatheter. The rhv was secured during delivery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #(B)(4):equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the solitaire x revascularization device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch and partially within an introducer sheath. The solitaire x stent and distal pusher was returned already deployed out of the introducer sheath. The phenom-21 micro catheter used in the event was not returned for analysis. Visual inspection/damage location details: no damages or irregularities were found with the introducer sheath. The pusher was found kinked outside of the introducer sheath at ~187.5cm from the proximal end. The pusher was found separated at ~189.4cm from the proximal end with the two segments retained by the shrink tubing. The marker coil was found intact and unstretched. No damages or irregularities were found with the attachment zone. No damages or irregularities were found with the non-working (teardrop) length struts, working length struts, or finger markers. Testing/analysis: the stent could not be retracted back within the introducer sheath due to the kink found. The shrink tubing was removed, and one broken end was sent out for sem analysis. The introducer sheath inner diameter was measured to be ~0.021¿, which is within specification (specification: 0.022¿ ± 0.001¿). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿separation¿ was confirmed. Sem results: ¿broken end failed via ductile overload¿. The results suggests that the failure was due to retracting the stent against high resistance or high force used. Customer reported experiencing resistance, devices were prepared per package insert, top of the sheath was secure in the hub of the micro catheter, and the rv was secured during delivery. The customer report of ¿stent resistance/stuck in sheath¿ was confirmed. It is likely the kink found on the pusher caused the resistance. As the microcatheter used in the event were not returned for analysis, any contribution of the micro catheter towards the resistance and the separation could not be determined. The phenom-21 micro catheter has an inner diameter of 0.021¿, which is compatible for use with the solitaire x. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.